Event description:
This event occurred when an air/o2 mixer equipped with a flowmeter attachment port was hooked up incorrectly. The o2 line was inadvertently hooked to the flowmeter port instead of the "o2 in" port thus providing the patient with 100% o2. There is nothing in place on air/o2 mixers to prevent someone from connecting an adapter on the incoming o2 line that is the same fitting as the flowmeter port.